Event description:
It was reported to boston scientific that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6), 2023. During the procedure, the stent failed to deploy. Another advanix biliary stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; guide catheter detached/separated. Please see block h10 for full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation findings of guide catheter detached/separated. Block h10: the returned advanix biliary stent was analyzed, and a visual evaluation noted that the device was returned with the stent attached and with the pullwire fully retracted. Functional inspection showed the pullwire was actuated without any response from the guide catheter. After disassembling the device, the guide catheter was found detached from the pullwire. No other problems with the device were noted. The reported event was confirmed. Based on all the gathered information, the cause of the failure was most likely due to the manipulation of the device during the deployment attempts, excess of force may have been applied to the device and caused the detachment of the two components. Therefore, the most probable cause of the reported event is adverse event related to the procedure.